Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unknown intima ii -foreign matter. The nurse opened the IV needle package and found white flakes on the needle tip.

Manufacturer narrative:
A complaint history review could not be performed as no material and batch/lot number was provided. A device history record (DHR) review could not be performed as no material and batch/lot number was made available for this reported event. Retain sample analysis could not be performed as no material and batch/lot number was made available for this reported event. Root cause could not be determined due to unavailability of sample, material and batch/lot number information.

Event description:
No additional information is available.